Event description:
It was reported that "on one of the pedals the c-arm ascent button remains pressed in." As a result the c-arm goes up on its own. No injury reported. A field engineer was dispatched to the site and determined the footswitch needed to be replaced. Once this was completed the system was working as intended.